Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint could not be observed. Additional observations were as follows: only one haptic was returned in the iol case. No remaining iol returned. Solution is observed on the haptic. The product investigation could not identify the root cause for the reported complaint "mark on the optical plate after implantation" as only one haptic was returned for evaluation. The remaining iol was not returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The product was subject to handling and the reported damage was highlighted post implantation. The returned haptic shows evidence of handling by the customer due to the presence of solution. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was implanted and a mark was noticed on the optical plate. The lens was removed and replaced during the initial procedure with no reported patient impact. Additional information was requested.